Manufacturer narrative:
Device evaluation: (B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a battery compartment leak was found during leak test. The battery compartment is cracked at the case seal. There is visible corrosion in the battery compartment. Removed pump cover; no moisture found in pump. There was no data available in the download history or black box for the time of the reported blood glucose event on (B)(4) 2011 due to continued patient use: the black box show dates from (B)(4) 2012. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification.

Manufacturer narrative:
The pt reported that she primed the tubing and entered the correct fill cannula amount with infusion set changes. However, the prime history does not support this report. There is evidence that the tubing was not always filled with insulin due to lack of prime or because of air bubble developement. There is no indication that the pump or cartridge malfunctioned or displayed defective characteristics. The pt has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose about 300mg/dl for three days; she felt a general malaise with nausea and trace ketones. Medical intervention was not required and the pt was treated with insulin pen delivery of correction boluses. A family member noted that the infusion sets were replaced six times in three days. He denied redness, irritation, swelling, or discharge at the infusion sites. The family member said that the pt uses upper buttocks and upper left arm for infusion sites. There was no report of bent cannulas. He said that the pt was not ill. The family member reviewed the pump and reported that the time was correct but the month is incorrectly set. According to the basal and bolus histories, insulin was delivered as programmed. There were no associated alarms in the pump history. The prime history indicated four infusion set changes in the past six days; there were multiple incorrect fill cannula and prime amounts. On the day of the complaint, there was an infusion set change noted with no prime amount in the history. The pt alleged that she changed the cartridge and tubing with each site change and that she filled the cannula 0.5 units each time. The family member said the insulin was open less than 30 days and not expired, cloudy, or clumpy. He said, he did not detect the odor of insulin or any signs of insulin leakage. The family member reported air bubbles in the cartridge and tubing. Customer support concluded that the blood glucose elevation was likely due to air bubbles and incomplete prime step.